Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software related issue. Technical support representative added that a flow criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore. They upgraded the unit to software version 6.0.1300.0 and resolves the issue. Vyaire trained the customer on proper software update and verification test of device.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. The customer requested a field service technician. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e us 17,3" us ventilator just went down. The customer confirmed that there was no patient involvement associated with the reported event.